Event description:
A field service engineer (fse) was at customer site and found the incubator bath fluid low. Upon looking under the instrument, fse found evidence of a coolant leak. The customer was unaware that coolant was leaking. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
Fse found that the leak occurred from the bottom of (B)(4) which is just above the incubation bath pump and noted that the clamp holding the tube to (B)(4) was loose and replaced the clamp with an adjustable clamp. Fse also refilled the incubation bath with new coolant and monitored incubation temperature. Fse followed up with customer after a few days and no further leaks were observed.